Event description:
Bd alaris IV pump shut off after an update to the remaining volume was completed. IV pump alarmed and stated infusion complete. Infusion volume updated and seconds after programming the channel flashed red. Then all four channels flashed red and the pump shut off. Three medications running through the IV pump stopped without warning, one was a vasopressor. Pump was restarted and reprogrammed as it did not retain any of the previous programming quickly. Patient bp remained stable since programming was completed quick enough.